Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pretesting the hand piece device was overheating and was not rotating the attachment device. The device was not used in a surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.